Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The manufacturing date of serial # (B)(4) is unknown.

Manufacturer narrative:
The reported meters were returned; meter (B)(4) and meter (B)(4). Both meters were tested with controlled test strips lot number 45730. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing. The reported reading of 15.1 mmol/l was found in meter's ((B)(4)) memory. This is a final report.

Event description:
The customer's mother reported when the customer attempted to test her blood glucose using her precision xtra meter (serial # (B)(4)) with test strips from lot # 45001g160, she received a reading of 15.1 mmol/l and then an error-2 display message. The customer's mother further reported the customer subsequently attempted to test with her precision xtra back up meter (serial # (B)(4)) using test strips from the same lot # 45001g160, and she received an error-3 and then an error-2 display message. The customer reportedly experienced symptoms of vomiting, drowsiness and blurred vision. The paramedics were called and it was reported the customer was treated with an intravenous drip and oxygen, being after that taken to a hospital where she was admitted. According to the report, the customer was diagnosed with diabetic ketoacidosis and treated with "potassium chloride insulin via drip". In addition, the customer's mother reported the customer took insulin to counteract the event. There was no report of death or permanent impairment associated with this event.